Manufacturer narrative:
Investigation summary. Visual inspection: the complaint device (scrdriver shaft 1.3/1.5 t4 self-holding) was returned for investigation. Upon visual inspection, the stardrive tip of the screwdriver was observed to stripped/worn. The reported complaint condition of the device not able to assemble appropriately with the mating device can be attributed to the tip of the screwdriver being stripped/worn. Device failure/defect identified? Yes. Functional test: device was not functional tested, mating device was not returned. Complaint confirmed: yes. Investigation conclusion: the complaint device (scrdriver shaft 1.3/1.5 t4 self-holding) was returned for investigation. Upon visual inspection, the stardrive tip was observed to stripped/worn. The reported complaint condition of the device not able to assemble appropriately with the mating device can be attributed to the tip of the screwdriver being stripped/worn. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: product code#: 03.130.010, synthes lot #: h476116, supplier lot #: n/a, released to warehouse: 05mar2018, manufactured by: (B)(4). No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the screwdriver was unable hold screws and lost its self-retaining ability. The issue was discovered post-operatively. There was no patient involvement. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).